Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Information received indicated that no other information is available due to hospital policy. Should additional information become available, it will be reported in a supplemental report. Not returned to manufacturer.

Event description:
It was reported patient was revised due to a loose cemented stem. Cup removed due to malposition.

Manufacturer narrative:
An event reporting loosening involving an omnifit stem and malposition of a trident shell was reported. The event was not confirmed.. -device evaluation and results: not performed as no items were returned. -medical records received and evaluation: not performed as no medical records were received for review with a clinical consultant. -device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: review indicated there have been no other similar events for the lot referenced. Conclusions: the exact cause of the event could not be determined due to a lack of information. Further information such as pre- and post-operative x-rays, medical records, return of devices, operative reports and patient history are needed to complete the investigation for determining root cause. No further investigation is possible at this time. If additional information becomes available, this investigation will be reopened.

Event description:
It was reported patient was revised due to a loose cemented stem. Cup removed due to malposition.